Event description:
It was reported that during an open appendectomy procedure, when applying staples, with both devices, there was a strange noise and malformed staples. A third device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Nonconforming staple stack. The analysis results showed that the instrument was returned non- functional due to a non-conforming staple stack. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. No functional test could be performed. However the device was disassembled to verify the condition of the internal components and no anomalies were found. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed and de novo lesion was located in the severely calcified and moderately tortuous below-the-knee (btk) artery. Some resistance was encountered upon advancing the 2.0mm x 40mm sterling es pta balloon dilatation catheter across the target lesion. The balloon was inflated 4 times below nominal pressure. On the 5th attempt, the balloon was inflated to 12 atms for 20 seconds and ruptured. The device was removed from the patient intact. The procedure was completed successfully with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.